Event description:
It was reported that the patient presented in emergency room after experiencing syncope and dizziness. Upon interrogation, the right ventricular lead exhibited loss of capture. Chest x-ray revealed no abnormalities. The lead was capped and replaced on (B)(6) 2015. The patient was in stable condition after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.